Event description:
It was reported that, "upon review of post-op films, dr narotzky noticed that radius blocker on the left side, t10, t11, t12 were displaced and the rod dislocated from tulip. A revision surgery was done on (B)(6), 2010. Upon exposure of instrumentation it was noted that the t10-t12 blockers on the left were not within the tulip and the blockers at l1 on the left and t10-l1 on the right were all loose but within the blocker. The radius instrumentation was at that time removed and replaced with xia 2. (B)(6) expressed great concern and discomfort with reliability of the locking mechanism and has chosen to not reuse the product on that pt."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.